Event description:
Reported as "iab fractured in three pieces during removal". The report states that the catheter was being removed because therapy was escalating to lvad, "cv surgery fellow attempted to remove iab through the sheath. The catheter separated into three pieces. The distal tip and a section on the distal end were retained in the patient's vascular system. They were able to visualize the radiopaque tip as well as the other piece of the catheter. Vascular surgery was consulted, and the two retained pieces were retrieved without incidence". No patient harm or injury. The patient condition is reported as "critical" prior to and after the event.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer photo submitted was reviewed; the photo shows that iab bladder was damaged and separated from itself which is consistent with the reported complaint. Additionally, according to the event details, the "cv surgery fellow attempted to remove iab through the sheath. The catheter separated into three pieces. The distal tip and a section on the distal end were retained in the patient's vascular system." As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "iab fractured in three pieces during removal" is confirmed based on the customer picture provided with the complaint report. The product was not returned for investigation. Additionally , according to the event details, the "cv surgery fellow attempted to remove iab through the sheath. The catheter separated into three pieces. The distal tip and a section on the distal end were retained in the patient's vascular system." As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab fractured in three pieces during removal". The report states that the catheter was being removed because therapy was escalating to lvad, "cv surgery fellow attempted to remove iab through the sheath. The catheter separated into three pieces. The distal tip and a section on the distal end were retained in the patient's vascular system. They were able to visualize the radiopaque tip as well as the other piece of the catheter. Vascular surgery was consulted, and the two retained pieces were retrieved without incidence". No patient harm or injury. The patient condition is reported as "critical" prior to and after the event.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.